Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint has been voided because both reported failures (MDR file#'s 3003898360-2018-00940 and 3003898360-2018-00939 are related to loading issues. Since both reported failures are related to the same issue, only one complaint is necessary. See MDR file# 3003898360-2018-00940. Please make a note of it for your records.

Event description:
It was reported that during a laparoscopic colectomy, one clip got stuck in the applier. The applier was retrieved from the patient's body, and the clip stuck inside was removed from the applier. The applier was inserted in the patient again and the next clip loaded at a slanted position into the jaws. The applier was replaced by a new one. No clips fell in the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, one clip got stuck in the applier. The applier was retrieved from the patient's body, and the clip stuck inside was removed from the applier. The applier was inserted in the patient again and the next clip loaded at a slanted position into the jaws. The applier was replaced by a new one. No clips fell in the patient.